Event description:
Device 1 of 6. Reference MFR report #1627487-2013-12573. Reference MFR report #1627487-2013-12574. Reference MFR report #1627487-2013-12575. Reference MFR report #1627487-2013-12596. Reference MFR report #1627487-2013-12597. It was reported the patient's scs system was explanted. The patient felt the system had never provided adequate pain relief. Devices are not being returned to sjm. Note: the patient had four leads from three different lots. All lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.